Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device's reservoir was filled with water, plugged in line cord, and powered on. The device had an overtemperature alarm that was caused by the pump not working and not running. The cause of the customer reported problem was a faulty pump. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pump, and the device passed all functional after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an over temperature alarm. The event occurred during self-test. There was no patient involvement.